Event description:
It was reported that pump displayed malfunction alarm ¿malf 12¿ with no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.